Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The bmw universal guide wire referenced in b5 and d10 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the mid left anterior descending artery. A roto blade catheter was advanced and rotablation was performed on the artery. A 2.5x20mm trek otw balloon dilatation catheter (bdc) was backloaded onto the roto blade wire and inflated once to 8 atmospheres (atms). The bdc was deflated without issues and the roto blade wire removed. A hi-torque bmw universal guide wire was advanced through the bdc and the bdc was inflated once again to 8 atms. The bdc was deflated without issues; however, when attempting to remove the bdc from the guide wire it was stuck. Both the bdc and the guide wire had to be removed as a unit. The procedure was successfully completed with a new bmw and trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported difficulty removing the device from the guide wire was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na.